Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. Because the sample was not available for evaluation, the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the rn entered the patient's room and found the feeding tube leaking and with air in the tubing (feed was complete). There was approximately 20ml of formula on the ground. Rn looked closer at the set and noticed the connection between the tubing from the bag and the connection to the pump was not sealed and disconnected completely as she was inspecting it.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.